Event description:
It was reported that the device was replaced due to premature battery depletion. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was replaced due to premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected title of initial reporter contact. Evaluation summary: (B) (4) this device was returned for premature battery depletion due to meeting only 56% of the expected longevity. The device passed all functional and parametric tests from a production final functional test sequence, excluding those tests related to battery voltage and charge time. A low battery voltage was confirmed in this device, however an abnormally high current drain was not observed during this evaluation. A cause for the premature battery depletion was not determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.